Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned for analysis and the reported inability to advance the thumb advancer was not attempted due to the damaged flex-guide, which would prevent thumb advancer movement. Analysis confirmed the difficulty through visual inspection. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint handling database was performed, which identified no similar events related to issues with thumb advancer movement for this lot. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to advancement of the thumb advancer were inconclusive. There is no evidence to suggest that the potential product deficiency affects inventory or distributed product, as the frequency of occurrence remains low. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic lower extremity angiogram. Reportedly, the starclose se thumb advancer was stuck half way down the sheath. The safety release mechanism was used to remove the device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.